Event description:
It was reported to philips healthcare that the heartstart xl printout did not show the 7 shocks given. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.